Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a cardiac ablation interventional procedure on (B)(6) 2025. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 17f sheath and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Reportedly on (B)(6) 2025, the patient returned to the hospital with pain in the right groin. It was determined that the patient was experiencing cellulitis [infection]. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. The patient effects of unspecified infection and pain are listed in the prostyle instructions for use as potential adverse events associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.